Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported she shut off therapy because it was not helping and she was having pain in her stomach. There was a sudden change in therapy/ symptoms.

Event description:
It was reported that there was painful stimulation after the patient ¿almost fell and did some movements she hadn¿t done before.¿ the left side was hurting ¿pretty bad,¿ and after turning off stimulation, the pain did not go away right away, but the patient did not feel any pain on the day of the report. During the call, it was determined that the device was on and the patient had not turned stimulation off. The patient reportedly said that since the stimulation was still on ¿maybe¿ the stimulation was not causing the pain she was having. Less than 2 weeks later, the patient reported that there was a loss of therapeutic effect and noticed the symptoms returned during the day on (B)(6) 2015. The patient also noticed the night prior to the report that she had to get up 14-15 times at night. During the call, the patient successfully increased to 1.0 volts and felt stimulation ¿a little bit.¿ follow-up is being conducted to determine patient outcome.

Event description:
Additional information received reported that the patient¿s symptoms had not improved since implant and they had never had therapeutic effect. Ever since implant the device was not working. The patient was still getting up all night to go to the bathroom. The patient had turned their stimulation up to 1.4 and there was a little change but it was too strong in their vagina. When the patient would lay on their side they had to go more to the bathroom. This issue was present when they laid on either side. At the time of the report the patient was in program 4 at 1.4 and the stimulation was on. The patient had program 1 at 0.6, program 2 at 1.5, and program 3 at 0.9. The patient switched to program 1 and increased stimulation to 1.0. The patient could not feel stimulation but wanted to try it where it was.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0ue4g, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).